Event description:
It was reported that one of the locking caps is stuck in the pedicle screw top. No further information was provided.

Manufacturer narrative:
Device was used for treatment. Actual event date not known. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.

Manufacturer narrative:
Retracting medwatch as this is not a synthes device and synthes does not have reporting responsibility.